Event description:
It was reported by sales consultant: a revision surgery was performed on (B)(6) 2013 of an anterior cervical decompression fusion (acdf, l6-l7), due to adjacent level degenerative disease with patient. During re-instrumentation at l5-l6, the surgeon placed a 4.0mm ti cancellous expansion head screw self drilling 14mm length (hereafter self drilling screw), and connected it with a 1.8mm ti locking screw (hereafter locking screw), it did not connect. Another locking screw was used with the same results. When the surgeon replaced the self drilling screw with another one, the locking screw connected without any issues. It was reported the surgery was prolonged by no longer than thirty seconds and there was no adverse event to patient. It was also reported that all parts from the initial acdf implant were all synthes implantable devices. This report is for a 1.8mm ti locking screw. This is 6 of 9 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.